Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Additional information can be found in the following sections: a2, a4, b7, g4, g7, h2, h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2020 and obtained the following additional information: at the time of the event, the patient was 47 years old and weighed 62 kg. The patient was healthy with uterine myoma (fibroids).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log for the instrument associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2019 on system sh2410. The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video review was done as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date for is not applicable. Implant date is not applicable because the product is not implantable. The information for fields in is not available.

Event description:
It was reported that after a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had broken wires. It was alleged that a part fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2020 and obtained the following additional information: the surgeon immediately noticed that a piece of the wire fell off. The surgeon took it out directly with a laparoscopic instrument. They do not know why the issue occurred. The patient was not injured. There are no pictures of the piece that fell off.